Manufacturer narrative:
As reported in the literature article, hwang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946, the balloon of a mynx vascular closure device was stuck in the stent in one case during device removal (distal eia: 1 stent (diameter: 7 mm). Hence, repeated deflation and inflation was performed, and the balloon was subsequently withdrawn, resulting in successful deployment of the plug. A single anterior wall puncture in the mid-cfa was achieved using 21-gauge non cordis micropuncture needle under ultrasound (us) guidance. Anticoagulation following the insertion of a 5-7f non cordis arterial sheath was accomplished in all patients with 3000 units of intravenous unfractionated heparin. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon retraction jam - inside the vessel¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant becoming exposed to moisture prematurely, may have contributed to the reported event. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up which increases its profile. During the unsheathing step after shuttle advancement, the sealant could be dragged and wedged between the inner shuttle tube and the outer advancer tube, which may have prevented the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: 1 stent (diameter: 7 mm); 21-gauge non cordis micropuncture needle; 5-7f non cordis arterial sheath; (B)(4) units of intravenous unfractionated heparin. This complaint was identified during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for balloon retraction jam. Please note that patient specific details (demographics, medical history, and reason for intervention) are not available. The device is a (B)(4) vascular closure device, but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: wang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article, hwang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946, the balloon of a mynx vascular closure device was stuck in the stent in one case during device removal (distal eia: 1 stent (diameter: 7 mm). Hence, repeated deflation and inflation was performed, and the balloon was subsequently withdrawn, resulting in successful deployment of the plug. A single anterior wall puncture in the mid-cfa was achieved using 21-gauge non cordis micropuncture needle under ultrasound (us) guidance. Anticoagulation following the insertion of a 5-7f non cordis arterial sheath was accomplished in all patients with 3000 units of intravenous unfractionated heparin. The device will not be returned for evaluation.